Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). It was determined that the calibration was valid and quality controls (qc) were in range when the discordant result was obtained. The customer stated that there were no errors produced by the instrument during sampling. The cause of the discordant hcg result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it because the patient was confirmed to be pregnant. The sample was repeated on the same instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.